Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system's cine will not operate. There is no report of death or serious injury associated with the complaint.